Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (as part of returned paperwork) regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as spinal pain and lumbar radiculopathy. The telemetry strips indicated that an empty reservoir alarm occurred on (B)(6) 2014. There were no symptoms associated to this event. The causality and interventions was not reported. Additional information has been requested, but was not available as of the date of this report.